Event description:
During the atrial tachycardia procedure, air was aspirated from the side port. The sheath was inserted into the right atrium, and the advisor hd grid x catheter was inserted into the sheath. After mapping was performed, the mapping catheter was replaced with the tactiflex se catheter. When negative pressure was applied from the side port, air was aspirated. Despite several attempts, the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.